Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) contacted the hospital after hearing tones being emitted from the device. When the ICD was interrogated, it was discovered that it had reached the elective replacement indicator (eri) with a charge time of 24.3 seconds and a monitoring voltage of 2.68 volts. All battery values were normal at the last follow up in may. There was a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly analyzed. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance. This issue is discussed in the q3 2010 product performance report.

Event description:
The device was returned.

Manufacturer narrative:
The ICD was successfully replaced and will be returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.